Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a complaint history review. Manufacturing record review, instructions for use/device labeling review, risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided images in the article show an MRI of the torn medial meniscus, arthroscopic view of the sutured meniscus, and an MRI of the sutured medial meniscus at 6 months after operation. Evidence of the reported complaint was not in the images. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). Literature: clinical results of arthroscopic suture for meniscal tear in middle aged adults, doi:10.3969/i.issn.10030034.2016.11.010.

Event description:
It was reported that on literature review clinical results of arthroscopic suture for meniscal tear in middle aged adults, three patients developed intramuscular calf vein thrombosis after surgery with a fast-fix. It was resolved with with anticoagulant therapy. No further information is available.